Event description:
It was reported to philips that the system software failed. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedures were completed normally. The customer had received a notice letter saying philips had identified a software issue affecting azurion r1 and r2 systems. A philips field service engineer (fse) visited the site and implemented fco72200611 for the issue mentioned in the notice letter by upgrading the software. The customer could not describe what exactly happened during the procedure, but the fse could not find any system malfunction. After implementing the fco, the system was returned to use in good working order. The codes were updated based on the investigation outcome.